Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Device not returned: (4114) despite request and/ or customer indicated that the device would be returned; however, no device was returned. (13) the device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic inspection was conducted on (B)(6) 2021. Signs of clinical use and no evidence of blood was observed. The knob was observed to be missing from the device. There were no other visual defects observed. Based off the photographic inspection, the reported failure ¿detachment of device or device component ¿ was confirmed.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g-7, h-2, h-10, h-11. Corrected section: e-1: event site state.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that t.w. Power supply s/n (B)(4) knob came off and was lost during normal activities (cleaning, moving unit around suite, etc.) They were told that the set screws came loose and the knob was able to separate from the unit. Customer called seeking repair options. Was advised the unit is not under warranty. No patient involvement.